Manufacturer narrative:
Concomitant medical products: product ID: 407658 lead, implanted: (B)(6) 2007; product ID: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and a sudden drop in pacing impedance. The high voltage rv coil exhibited undefined high impedance. The leads remain in use. No patient complications have been reported as a result of this event.